Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited noise on the rate/sense channel. The noise was oversensed, resulting in inappropriate anti-tachycardia pacing (atp) and an inappropriate shock. Reviewed of lead diagnostics revealed four instances of pacing impedance measurements less than 200 ohms. Additionally, numerous nonsustained episodes were recorded. Attempts to recreate noise with isometrics were unsuccessful. Duration was extended for both the ventricular tachycardia (vt) and ventricular fibrillation (vf) zones. The patient was referred to an electrophysiologist for further evaluation. No adverse patient effects were reported.